Event description:
It was reported that a pt had a stroke during post-diliation with a 6.0x20 viatrac peripheral catheter. The pt has a history of left temporal occipital stroke in 2004, as well as chronic left frontal embolic stroke. Pt underwent lica carotid stent placement in 2005, and after deployment neuro checks were normal. After post-diliation the pt became aphasic with right side hemipoaesis and after an angiograph and CT scan it was found negative for actue changes. The pt received reopro and was sent to neuro ICU for observation. Movement and speech are returning. The pt was not neurologically intact prior to surgery due to the previous stroke.